Event description:
Patient reported "retropectoral prosthesis with signs of intracapsular rupture" and "I also have debris in the right armpit", axillary lymph node involvement (siliconoma), ipsilateral axillary ganglion involvement and patient is worried about this situation as health is at risk. Healthcare professional later reported "patient presented pain and itching, an MRI was performed, where the rupture of the implant with residues in the armpit could be seen." This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: granuloma, migration, and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph(s) for the device related to the reported event rupture, anxiety ¿ product/procedure, silicone migration, granuloma, pruritus and pain was requested on 08-aug-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ silicone migration: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ pruritus: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "retropectoral prosthesis with signs of intracapsular rupture" and "I also have debris in the right armpit", axillary lymph node involvement (siliconoma), ipsilateral axillary ganglion involvement and patient is worried about this situation as health is at risk. Healthcare professional later reported "patient presented pain and itching, an MRI was performed, where the rupture of the implant with residues in the armpit could be seen". This record is for the right side. Device has been explanted.

Event description:
Device has been explanted.